Manufacturer narrative:
The device was not received for evaluation. A review of the device history record (DHR) was completed with no failures found prior to release of the lot. The cause of a broken/damaged luer connector may be due to excessive force used by the operator or a wetted connection. Nxstage disposable products include standard luer components widely used throughout dialysis industry.

Event description:
A report was received (B)(6) 2019 from the caregiver of a (B)(6) year old male, who stated the cartridge arterial and venous access points broke off in the central venous catheter (cvc) during a nocturnal home hemodialysis treatment. The patient required intravenous antibiotics (nos) and repair of the cvc at the hospital clinic. No symptoms were reported.